Event description:
During external pediatric patient transport to another facility, the transport critical care monitor/defibrillator non-invasive blood pressure parameter failed after two to three blood pressure determinations. The display screen gave a "nibp kinked hose" error message and states to "check all hoses and cuffs for kinks, or blockage. If failure persists contact zoll customer service." The error message is presented with an acknowledge prompt button. This message comes up even after the hoses are triple checked for kinks or cuff tubing connections. This issue is a recurring event with varied pediatric patient populations and cuff sizes. This issue has occurred on more than one of our new transport monitor/defibrillators. This report will connect and report two devices confirmed by biomedical to have given this error message. Manufacturer response for monitor defibrillator, zoll x-series (per site reporter). Manufacturer representative requesting that we send in devices for evaluation. Manufacturer response for monitor defibrillator, zoll x-series (per site reporter). Mfg requested that we return for evaluation and analysis.